Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump was received with normal operating currents. The pump also passed self-test, error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs. During prime/a33test due to faulty force sensor system. No motor error alarm or low battery alarms were noted. The motor was tested outside of the device and passed. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she went through batteries after every second change. The customer stated that the pump alarmed during bolus and basal rates. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.